Manufacturer narrative:
(B)(4). This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, tibial tray mispositioning, and tibial bone loss. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. The patient was revised with attune revision products and depuy cement x 2. There were no indicated intra-operative complications. Doi: (B)(6) 2013, dor: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.